Manufacturer narrative:
Common device name: additional procode: kwp, mnh, mni. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on (B)(6) 2020, the patient underwent a posterior cervical spinal fusion at o-t1 treating cervical myelopathy. The procedure was completed without surgical delay. On an unknown date, it was found that setscrews had come off. The surgeon wishes to perform a revision procedure, but it is not scheduled yet. No further information is available. This report is for one (1) ti occipital plate-medial 50mm width for 4.0mm rods. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the revision procedure was performed on nov. 19, 2020 and all the devices were explanted.

Event description:
Concomitant devices reported: ti locking screw - sterile (part: 04.614.508s lot 6l34953 qty. 2); occipital screw (part#: 04.601.114s, lot#: l714345 , quantity: 1); occipital screw (part#: 04.601.114s, lot#: 3l29330 , quantity: 1); occipital screw (part#: 04.601.114s, lot#: 4l84308 , quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the implant has dents, scratches and discoloration all over from use. The dents seem to be a result from bending, and the scratches are most likely from mechanical movement from rod-clamp or/and rod. In addition, the rod-clamp parts of the plate are in a used but good condition, with no damage to the inner threads. Furthermore, there are no visible signs of a product issue or defect. Functional test: based on the complaint description the ¿setscrews had come off¿ (migration/backed-out), we are not able to reproduce and confirm the reported complaint description. Nevertheless, we have done functional test with the received back parts (1x plate and 2x looking screws), the functional test has shown that the part did pass the functional test. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Summary: the complaint is confirmed, based on the damage at the implant after explantation. Furthermore, we are not able to reproduce and confirm the reported complaint description. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints from this article and lot number. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. To prevent such problems, we recommend to operate according to the technique guide (036.000.755 dsem/spn/0215/0269 se_819633_aa emea 08/20, page 20 section 13 ¿firmly tighten all occipital and locking screws using the screwdriver shaft stardrive with the handle with quick coupling. To provide counter-torque for tightening the locking screws, the positioning instrument may be used.¿). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 04.615.601s, lot: 5l50781, manufacturing site: mezzovico, release to warehouse date: 16 aug 2019, expiry date: 01 aug 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: physical manufacturer

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.